Event description:
A us distributor contacted zoll to report that a patient was in a rehab facility and externally defibrillated during vf while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG information, the device was started up at 19:49:23 on (B)(6) 2021. The patient was in sinus tachycardia at 110 bpm at 07:31:41 on (B)(6) 2021. The patient received the first non-lifevest defibrillation at 07:40:02. The patient's rhythm at the time of treatment and post-shock rhythm were vf with motion artifact. The lifevest detected the vf arrhythmia at 07:40:09, but CPR/motion artifact and electrode lead fall off prevented the lifevest from delivering a treatment. The patient received the second and third non-lifevest defibrillations at 07:42:33 and 07:47:46. The patient's rhythm at the time of treatment and post-shock rhythm were obscured by CPR/motion artifact and electrode lead fall off. The patient was in sinus tachycardia at 100 bpm at approximately 07:55:08. The patient's rhythm was obscured by motion artifact/electrode lead fall off from 08:08:17 until the device shutdown at 15:17:21. The patient was in the hospital and continued use of the lifevest. H1: was incorrectly marked as "death". H1 has been corrected to "serious injury".

Manufacturer narrative:
Monitor sn (B)(6) and electrode belt sn 59123817 were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.